Manufacturer narrative:
Evaluation and investigation of the device showed no relevant error which may have caused or contributed to the occurred event.

Manufacturer narrative:
Device is currently not available for evaluation; supplemental report will be submitted after evaluation of all device components is completed.

Event description:
Incorrect behavior: lose of resistance causing the patient to fall 5 times causing in a broken hand. Could not recreate the resistance but most of the falls have been on uneven ground and catching the carpet. Situation for incorrect behavior: uneven ground carpet level walking. The patient to fall 5 times causing in a broken hand. The pt went to the dr and got it wrapped in a splint to be casted at a later date. That was all the medical attention. Broken hand - outpatient treatment: wrapped in a splint to be casted at a later date.